Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced: right arm of the posterior pedicle system "pulled through completely, detaching from the sacrospinous ligament," necessitating placement of additional mesh posteriorly, recurrent vaginal vault prolapse stage 1, cystocele stage 2, and "a small 2 mm erosion of the posterior mesh resolved by removing the mesh in that area."

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer filed report - (B)(6).